Event description:
The valve seemed occluded one month after implantation. Please examine the sample to see if it is occluded.

Manufacturer narrative:
Results of analysis will be developed in a f/u report.